Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during the vns therapy generator replacement procedure of a pt, it was noted that her lead was "shredded". Lead was subsequently replaced during same procedure. It was reported that preoperative diagnostics were performed and the results were within normal limits. Explanted generator and lead were returned to manufacturer for product analysis. During the analysis, the reported abraded insulation condition was verified in the returned lead assembly. However, the observed abrasions were found to be consistent with the conditions of an explanted lead. No discontinuities were identified in the returned lead portions. Other than that already mentioned, no adverse findings or anomalies were identified in the returned lead portions.